Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - boston scientific received information that this crt-d and right atrial lead exhibited noise which was indicative of a lead insulation issue. Noise was not reproduced on provocation tests. Boston scientific technical services recommended programming changes. The system remains in service. No adverse patient effects were reported. Additional information is requested. This investigation will be updated should further information be provided.